Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire on the jaws of the prograsp forceps was noted to be broken. Instrument was working fine before so it had clearly happened during use. No notable instrument clashing or misuse. The procedure was completed as planned with no reported injury using a backup instrument.